Event description:
A physician reported migration of two xia 4.5 blockers and one tritanium pl cage. The patient was revised approximately eight weeks after implantation. All components of the construct were returned. Analysis of the additional four xia 4.5 blockers which were returned indicates that all six blockers in the construct were not appropriately secured and therefore contributed to the migration of the rods. This report captures the tritanium pl cage.

Manufacturer narrative:
Corrected data: b5 (executive summary) . The device was not returned for evaluation. Device history records and complaint history could not be reviewed without either the device or a valid lot number. The x-ray provided by the treating physician shows rod migration due blocker migration. The cage migration can also be observed. No visual or functional inspection could be performed on the cage as it was not returned. Visual inspection of blockers reveals that the blockers were all either under or over torqued. Some blockers were tightened onto rods that were not horizontal in the screw tulip. This uneven distribution of final tightening most likely caused blockers to migrate, consequently weakening entire construct. Due to the device not being returned, the root cause could not be determined conclusively. However, migration of the 6 blockers associated with this case most likely caused the construct to weaken and lose its stability. This construct instability may have potentially caused the cage to migrate from its original position. H3 other text : device not returned.

Event description:
A physician reported migration of two xia CT blockers and one tritanium pl cage. The patient was revised approximately eight weeks after implantation. This report captures the tritanium pl cage.